Event description:
As reported, during left inguinal herniorrhaphy procedure, the edge of 3dmax light mesh was finished ¿like if it was fraying, with lint¿. Reportedly, there was no tear on the edges of the mesh and no damage was found in inner packaging of the mesh. It was reported that the mesh was implanted during the procedure as the surgeon felt the defect posed no risk.

Manufacturer narrative:
As reported, the edges of 3dmax light mesh were found "fraying with lint." The video provided shows the users gloved hands holding a 3dmax light mesh, the user then rubs his finger along the edge seal of the mesh. There is no lint or fraying of the mesh present in the video. The edge of the mesh appears as it should with no manufacturing anomalies noted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.